Manufacturer narrative:
The unit has been repaired but it is not clear if evaluation was possible at this time.

Event description:
It was reported that the fowler was not working properly. No patient involvement or adverse events were reported.